Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable fit loose when inserted into the pump usb port, and the cable had to be maneuvered for the pump to charge. Customer's blood glucose level was 356 mg/dl. The pump was able to be successfully charged using an alternate usb cable.